Manufacturer narrative:
Device is not available for evaluation. A follow up report will be submitted if the device becomes available for evaluation.

Event description:
Received a letter from an attorney alleging that the end user was on a jazzy 1120 which suddenly stopped causing the user to be ejected from the powerchair. The user sustained a fracture hip requiring surgery.